Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that they believe they received a bad box of infusion sets. Customer advised they tried with five different sets and each time they inserted it, the insulin pump alarmed no delivery. Customer's blood glucose at the time of the incident was over 400 mg/dl. Customer declined to do troubleshooting for the no delivery alarm. Customer advised they have been disconnected from the insulin pump since they received the no delivery alarm message. Customer was advised to call back when the no delivery alarm occurs. Customer was advised that the infusion sets would be replaced and agreed to return the product back for further analysis.